Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie was not detected on the communication bus. The customer reported that since the drawer was unavailable to use, there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer found aluminium across all the contacts on the pocket. A field service engineer replaced all the pockets and verified the functionality of the device. The system functioned as intended after a field service engineer troubleshot the device.